Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient was uncomfortable where their leads were. The patient also mentioned that when they were sick they would use more pads. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that constantly adjusting stimulation caused some pain and the pain does subside. On (B)(6) 2018 the patient reported that their device was not working, and it had been going ¿wonky¿. It was noted that the patient had been showing 50% or more improvement. On (B)(6) 2018 the patient reported that a wire came loose and poked them. The patient had their device removed on (B)(6) 2018. It was reported that the issue had been resolved. No further complications were reported.